Event description:
It was reported that the atrial lead had fractured, the left ventricular lead had dislodged, and there was blood in the rv (right ventricular) lead noted at the time of lead revision, so the physician opted to replace the rv lead at the same time. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of all devices is in process, results will be forwarded when available.

Event description:
It is reported that atrial lead had fractured. It is also reported that left ventricular lead had dislodged and there was blood in right ventricular lead at the time of lead revision so the physician opted to replace the rv lead at the same time. The devices were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer tubing overlay breached cut; full lead returned and analyzed. The cut in the tubing allowed blood to flow under the tubing and likely occurred at implant. The defib conductor was distorted. Blood/body fluid was present on the distal conductor, outer tubing overlay, and in/on the helix mechanism. (B)(4) no anomalies were found; full lead returned and analyzed. No fracture was found. There was an outer insulation breached cut, which most likely occurred at implant, because there was a large amount of blood in the lead. Blood/body fluid was present on the proximal conductor.